Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter tip broke off inside the patient and was "eventually removed" under local anesthetic.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter tip broke off inside the patient and was "eventually removed" under local anesthetic.

Manufacturer narrative:
Investigation: 2 actual samples were returned for investigation of this complaint. Sample 1 returned with cannula hub attached and white cap. Sample 2 returned with cannula hub attached and tube device. As the white cap and tube device does not belong to bd, no further investigation was done. The actual samples were subjected to visual inspection. A clean cut was observed on the catheter. The probable cause of the broken catheter could be due to cut by sharp object such as scissors. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. There is no process in the manufacturing facilities that could cause this nonconformance. There is a 100% automated vision inspection that would reject the parts that fail the lie distance. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. The nonconformance could have happened out of the manufacturing facility. Therefore the root cause cannot be established.